Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. It appears that the expiratory channel was replaced but it was not returned for investigation despite requests. The evaluation of received device logs shows that pressure transducer and internal leakage tests failed on (B)(6) 2020 which will be used as the date of event. According to the test log it was the inspiratory side pressure transducer that failed. A failure of the inspiratory or expiratory pressure transducer may lead to high airway pressure and generation of alarms for peep high or peep low. A malfunctioning pressure sensor may generate false alarms or no alarms when alarms should have been raised. Exact peep measurements and control depend on calibration values calculated during a pre-use check and it is recommended to always conduct a check immediately prior to ventilation. The conclusion is that the reported pre-use check failure could be confirmed from received device logs. As no part was returned for investigation, the root cause could not be determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).